Manufacturer narrative:
It was initially reported that the pump stoppage occurred on (B)(6) 2015 when the system controller was briefly disconnected from the ungrounded power module patient cable; however, based on the review of the patient¿s log file, the pump stoppages began to occur on (B)(6) 2015. The pump was not returned for evaluation, as it remains in use by the patient. Evaluation of the submitted log file confirmed the reported low speed and pump stop events which began on (B)(6) 2015. Some of these events correlated with power elevations, low flow hazard alarms, and driveline disconnect alarms. These events occurred while using battery power and the power module with the ungrounded patient cable. The ungrounded patient cable in use during these events was returned for investigation and was found to support a pump test system without issue. Early stages of conductor breakdown of the patient cable was observed through continuity testing, but it did not affect the functionality of the patient cable. Although these events may be the result of a percutaneous lead wire compromise, a percutaneous lead issue cannot be confirmed without the return of the pump for evaluation. A review of the device history records for the pump revealed that the device met applicable specifications. No new complaints have been received for this patient and no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional info: it was reported that the patient had a follow-up in the clinic (B)(6) 2016. Interrogation of the device did not reveal any pump stops, speed drops, or significant changes in flow or power. The patient was feeling well. The clinic will continue to monitor the patient for any clinical changes and will inform the manufacturer if the pump stops or speed drops recur.

Manufacturer narrative:
The referenced previous percutaneous lead issue was reported under medwatch MFR# 2916596-2014-01527. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 5.5 months. The pump remains in use supporting the patient. The 14v power module patient cable was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller alarmed with low speed alarms, and a driveline disconnect when it was clearly connected. The patient has had a previous distal percutaneous lead replacement procedure and has been on a modified/ungrounded power module patient cable for 1.5 years due to known percutaneous lead issues. A pump stoppage occurred when the system controller was briefly disconnected from the ungrounded power module patient cable and tethered to a grounded power module patient cable, as anticipated. Review of x-rays of the percutaneous lead noted a suspect area internal to the patient at the end of the pump bend relief, which is consistent with the x-ray findings from 1.5 years ago. The patient was asymptomatic during the event. The patient was provided with a new ungrounded power module patient cable. A review of the system controller log file noted multiple pump stop events. The patient was reported to be asymptomatic during the events.